Manufacturer narrative:
The customer contacted siemens to report that the operator of an atellica im 1300 instrument scanned a new high sensitivity troponin (tnih) tdef and found that the serum indices parameters of hemolysis, icterus and lipemia (hil) were changed from enabled to disabled while reviewing the instrument's audit trail log. Siemens reviewed the audit trail log from the customer site and found that the customer had re-enabled the serum indices parameters of hemolysis, icterus and lipemia (hil) prior to running any samples. The cause of the hil parameters switching from enabled to disabled was the scanning of the tnih tdef. The instrument is working within specifications. No further evaluation of this instrument is needed. An urgent medical device correction (umdc) asw21-01.a.us was sent to us customers and an urgent field safety notice (ufsn) asw21-01.a.ous was sent to outside the us (ous) customers in (B)(6) of 2020. The umdc and ufsn explain the behavior described above and requests customers to ensure that after scanning a new version of the 2d master curve and test definition barcodes included in the reagent package, the settings of the customized fields must be verified, if applicable, on the "setup/test definition/im test definition screen" and if necessary, customized settings must be re-entered. The umdc and ufsn delineate that software is being developed to resolve the behavior. To date, there are no allegations of injury due to this behavior.

Event description:
The operator of an atellica im 1300 instrument scanned a new high sensitivity troponin (tnih) tdef and found that the serum indices parameters of hemolysis, icterus and lipemia (hil) were changed from enabled to disabled while reviewing the instrument's audit trail log. There are no known reports of patient intervention or adverse health consequences due to the hil settings being set to the default value of disable after scanning the tnih tdef.